Manufacturer narrative:
The device referenced in this report was not return to olympus for evaluation. The cause of the reported event cannot be determined at this time. The information on the specific colonoscope used or the location where the event took place are unknown. Olympus made attempts to retrieve additional information but no response has been received from the initial reporter.

Event description:
Olympus was informed that following an endoscopy or colonoscopy procedure, the device fell apart inside the patient. The patient expelled a 91/2 inch portion of the device and went to the ER with the component feeling ill. The patient was subsequently treated for a urinary tract infection with antibiotics and then discharged.

Manufacturer narrative:
During a follow-up, the patient provided model information regarding the scope model that is believed was used during the colonoscopy procedure. The patient also provided the name of the facility where the procedure took place and additional information regarding her illnesses. The patient reported being informed by the facility that her lab work returned positive for bacterial infection: e. Coli, klebsiella pneumonia, and serratia fontenella. The facility was also contacted to retrieve the serial number information for the suspect scope used. A facility staff reported they no longer have the mentioned older model scopes as they have been upgraded to later models.